Event description:
The customer reported that the system displays intermittent communication error failures. No patient injury was reported.

Manufacturer narrative:
The ge service rep reinstalled the monitor wires. The system operates as intended.